Event description:
It was reported that there was a problem with the stapler and photos will be sent in. They reloaded the same device to complete the case with no patient consequences. This was a right colon resection. This is all the information available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did you receive any further information regarding the complaint device? Procedure updated to lap appendectomy per sales rep. Intra-operative photograph received on 1/7/2015 showing malformed staples. Based on the photographic evidence the event description can be confirmed. Unfortunately the photographs do not provide evidence as to the cause of event.